Event description:
The event occurred on an unspecified date. The customer reported that the pump will not hold a charge. Upon a review of the device history log, multiple n56 (replace battery) alarms were found. During testing, the device gave a replace battery alert upon power up and the battery icon was empty. The device was again powered up on alternating current (ac) and the change battery soft key was pressed. The device was then found to pass all tests on direct current (dc) power. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.